Manufacturer narrative:
(B)(4). Pump was implanted on (B)(6) 2013. The pt had a suspected thrombus in the pump that was being monitored by the site. Pump change for suspected thrombus was requested by physician per berlin heart recommendation but was rejected by the surgeon. Suspected thrombus in pump disappeared around (B)(6) 2013. Anticoagulation appeared to be appropriate per recommended targets. Pump was changed (B)(6) 2013 as a precautionary measure due to suspected thrombus. According to (B)(6), md, the pt tolerated the procedure well and there were no complications or untoward effects related to the pump change. Pt appears to act neurologically appropriate for age. Ref # imp (B)(4).

Event description:
Seizure activity and loss of right-sided movement on (B)(6) prompted head CT revealing a several day old bilateral cerebral infarct.